Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hours phone call for knowing customer's condition;customer was admitted in the hospital on (B)(6) 2016 at 3:00am with glucose level of 200's,300's upon arrival;customer treated with IV fluids and insulin to get glucose down. No ketones were present and the blood pressure were low. Doctor advised customer does not skip insulin dosage by sliding scale even after eat a full burrito meal and obtained glucose levels of 60mg/dl. Doctor instructed how to use the insulin on a sliding scale. Customer is asymptomatic during on call time. Manufacturer contacted customer with follow up phone calls to ensure the new replacement is not displaying erratic results results;unable to talk to customer.

Event description:
Customer concerned with an erratic back to back tests. The customer felt currently shaky hands. Customer called her nurse the night before the call date of (B)(6) 2016. Customer will seek medical attention. Customer called stating that tested the blood sugar last night (B)(6) 2016 after taking her night time medication and the glucose registered 80mg/dl. The customer stated that ate a graham cracker and passed out and woke up at 11:00am the next day (B)(6) 2016 and tested the sugar when she woke up and it was 60mg/dl. The customer then stated that ate a burrito because the sugar was so low. Customer checked the glucose at 3:00pm while is driving and the glucose was 400mg/dl so customer injected 6 units of insulin. Customer stated the blood sugar should not be this high that was expecting the glucose should to around 60mg/dl0-150mg/dl so when she got home she tested with both of her meters at 5:25pm fasting before she called us today (B)(6) 2016 and stated when she tested at the same time with both meters one read the glucose level 280mg/dl and the other registered the glucose at 230mg/dl the customer feels both meters are registering inaccurate results because of the discrepancy being so large. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/20/2018 and open vial date is 04/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).